Event description:
Customer reported an incident with speeding replacement pump during treatment. "During selftest and after changing bags and syringe, the replacement pump started to speed and made a lot of noise. Foam was created in the de-airating chamber and blood was diluted. The selftest window was displaying on the screen and no warning alarm was activated. Together with anaesthetist we decided to terminate the treatment." Blood loss volume unknown.

Manufacturer narrative:
No patient injury was reported. Data from the pc card was downloaded and evaluated by a technician at the manufacturing site. The problem is when the replacement pump runs below 1500 ml/hour, it is possible that the machine gives incorrect fluid and pump speeding resulting in possible air infusion from the replacement pump into the blood circuit. This problem is addressed to be solved in the new software version 2.01 and it is to be implemented not later than august 15th, 2006.